Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all of the device components (particularly the clip) were not included in the return. During a functional test, the device was coiled in three (3) approximate eight (8) inch loops. With handle manipulation, the drive wire moved freely inside the outer sheath. A slight bend in the deployment device was noted approximately 3 cm from the distal end. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. This was due to the fact the clip was not included in the return. This limits our ability to conclusively determine a cause. A slight bend was noted near the distal end of the deployment device indicating the endoscope may have been in a retroflexed position. The instruction for use (IFU) states: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." With respect to the difficulty in reopening the clip, the IFU states: "if clip is not in desired position, clip may be reopened and repositioned up to 5 times. Note: reopening and closing capability may be limited by clinical circumstances and patient anatomy, among other factors." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. One (1) instinct clip was placed on the site, but the physician felt that it had not been placed securely. A second clip was placed in a sub-optimal location and would not reopen, so the user pulled it off the tissue and in doing that, they pulled off the first clip as well. This resulted in increased bleeding. A total of seven (7) clips were required. The clips remained in the patient¿s body to pass naturally. The patient required additional hemostasis clips due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.